Manufacturer narrative:
The explanted device was not returned to bsc for analysis as it was discarded by the medical facility.

Event description:
It was reported that a patient was experiencing new pain in their legs and feet which was caused by dislodgement of the spacer implant. An attempted explant procedure was performed but was unsuccessful because the physician could not get the driver on top of the spacer to un-deploy. The explant procedure was cancelled and had to be rescheduled. The next day the patient's spacer was removed successfully. The patient is expected to fully recover following the surgery.